Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/ migration of essure device location of device: in folds of bowel') and perforation ('perforation') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy (3rd baby), hypertension, cramp in lower abdomen, vaginal bleeding, abdominal wind and pap smear abnormal. Concomitant products included ibuprofen since 2016 and medroxyprogesterone acetate (depo-provera) since june 2016. On (B)(6)2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain ("cramping"), nausea ("nausea"), emotional distress ("emotional distress"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), gastrointestinal disorder ("gastrointestinal or digestive system condition,"), mental disorder ("psychological problems") and mood swings ("hormonal changes describe- mood swings"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, perforation, pregnancy with contraceptive device, abdominal pain, nausea, emotional distress, fatigue, dyspareunia, migraine, headache, hormone level abnormal, gastrointestinal disorder, mental disorder and mood swings outcome was unknown, the pelvic pain was resolving and the dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, emotional distress, fatigue, gastrointestinal disorder, headache, hormone level abnormal, mental disorder, migraine, mood swings, nausea, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: psychiatric disorder and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received- new event perforation was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/ migration of essure device location of device: in folds of bowel') and perforation ('perforation') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy (3rd baby), hypertension, cramp in lower abdomen, vaginal bleeding, abdominal wind and pap smear abnormal. Concomitant products included ibuprofen since 2016 and medroxyprogesterone acetate (depo-provera) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain ("cramping"), nausea ("nausea"), emotional distress ("emotional distress"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), gastrointestinal disorder ("gastrointestinal or digestive system condition,"), mental disorder ("psychological problems") and mood swings ("hormonal changes describe- mood swings"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, perforation, pregnancy with contraceptive device, abdominal pain, nausea, emotional distress, fatigue, dyspareunia, migraine, headache, hormone level abnormal, gastrointestinal disorder, mental disorder and mood swings outcome was unknown, the pelvic pain was resolving and the dysmenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, emotional distress, fatigue, gastrointestinal disorder, headache, hormone level abnormal, mental disorder, migraine, mood swings, nausea, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: psychiatric disorder and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 17-nov-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, as a result of her implantation with essure the consumer suffered injuries, including: migration of implant, pain, cramping, nausea, and emotional distress. She had surgery to remove the essure implant on (B)(6) 2016. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced migration of device (device dislocation), amongst non serious events. She underwent a surgery to remove the coils two and a half year after essure insertion. The event is anticipated in the reference safety information for essure. During the essure therapy, device dislocation may occur. Considering the information provided and the event's nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
(B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced migration of device (device dislocation), amongst non serious events. She underwent a surgery to remove the coils two and a half year after essure insertion. The event is anticipated in the reference safety information for essure. During the essure therapy, device dislocation may occur. Considering the information provided and the event's nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/ migration of essure device location of device: in folds of bowel") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included ibuprofen since 2016 and medroxyprogesterone acetate (depo-provera) since june 2016. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain ("cramping"), nausea ("nausea"), emotional distress ("emotional distress"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), hormone level abnormal ("hormonal changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition,") and mental disorder ("psychological problems"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain, nausea, emotional distress, fatigue, dyspareunia, migraine, headache, hormone level abnormal, gastrointestinal disorder and mental disorder outcome was unknown and the dysmenorrhoea had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, emotional distress, fatigue, gastrointestinal disorder, headache, hormone level abnormal, mental disorder, migraine, nausea, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: patient demographic, concomitant medication and events (psychological or psychiatric problems, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition) were added. "Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/ migration of essure device location of device: in folds of bowel") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included ibuprofen since 2016 and medroxyprogesterone acetate (depo-provera) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain ("cramping"), nausea ("nausea"), emotional distress ("emotional distress"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), hormone level abnormal ("hormonal changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition,"), mental disorder ("psychological problems") and mood swings ("hormonal changes describe- mood swings"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, abdominal pain, nausea, emotional distress, fatigue, dyspareunia, migraine, headache, hormone level abnormal, gastrointestinal disorder, mental disorder and mood swings outcome was unknown, the pelvic pain was resolving and the dysmenorrhoea had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, emotional distress, fatigue, gastrointestinal disorder, headache, hormone level abnormal, mental disorder, migraine, mood swings, nausea, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: abdominal x ray was performed intraoperatively, which revealed the left essure coil near or within the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion CT which shows that the coil appears to be in the fold of the bowels, likely is not going to migrate or cause harm. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new event: mood swings was added and previously reported event pelvic pain outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/ migration of essure device location of device: in folds of bowel") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included ibuprofen since 2016 and medroxyprogesterone acetate (depo-provera) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain ("cramping"), nausea ("nausea"), emotional distress ("emotional distress"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), hormone level abnormal ("hormonal changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition,"), mental disorder ("psychological problems") and mood swings ("hormonal changes describe- mood swings"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, abdominal pain, nausea, emotional distress, fatigue, dyspareunia, migraine, headache, hormone level abnormal, gastrointestinal disorder, mental disorder and mood swings outcome was unknown, the pelvic pain was resolving and the dysmenorrhoea had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, emotional distress, fatigue, gastrointestinal disorder, headache, hormone level abnormal, mental disorder, migraine, mood swings, nausea, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: abdominal x ray was performed intraoperatively, which revealed the left essure coil near or within the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion CT which shows that the coil appears to be in the fold of the bowels, likely is not going to migrate or cause harm . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.